Manufacturer narrative:
The product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that 14 years following an intraocular lens iol) implant procedure, the capsular bag ruptured. The iol was explanted. Additional information was requested.

Event description:
A facility representative reported that 14 years following an intraocular lens iol) implant procedure, the capsular bag ruptured. The iol was explanted. Additional information was requested and received that the iol inferiorly dislocated. The issue resolved.

Manufacturer narrative:
The lens was returned wrapped in surgical gauzes inside a plastic bag. Solution was dried on the lens. One haptic was bent in the distal area. The optic was cut into two pieces, typical of insertion and removal. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were provided however, they would be unrelated to an event that happened 14 years after implantation. The lens was implanted. No information was provided on what caused the capsular tear/dislocation. The event was noticed. No further information has been provided. The product investigation could not determine a root cause for the reported complaint. Replacement was a non-company lens. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).